Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir is not considered to be a reportable malfunction. H3 other text : see section h.10.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and the syringe could not be filled with insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported he could not fill syringe with insulin in the past. Customer unsure if syringe or needle was the issue."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and the syringe could not be filled with insulin during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported he could not fill syringe with insulin in the past. Customer unsure if syringe or needle was the issue."